Event description:
It was reported that the patient present to the emergency room at night with underdose symptoms including pain and tremor in the legs. The pump was interrogated in the morning and a motor stall was noted. The refill was done on ¿8/9¿ and the pump had 13 months remaining before replacement. The logs were further verified and on (B)(4) 2014 multiple motor stalls and recoveries occurred. However, the critical alarm occurred for a pump stall on (B)(6) at 16:17 which never recovered. No recovery was noted in the logs. The patient had not been exposed to magnetic resonance imaging (MRI) or electromagnetic interferences. This required hospitalization and medication intervention which included¿mo IV.¿ at the time of the report the patient's status was reported as alive-no injury. No diagnostic testing or troubleshooting occurred. The issue was reported as unresolved and the cause was not determined. The pump remained implanted but out-of-service and was to be replaced in the future it was later reported the pump was explanted and the patient was ¿ok¿ and feeling much better. This device system delivered morphine and marcaine. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4)

Event description:
Withdrawal symptoms were also reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.